Event description:
It is reported that the impactor head fractured during impaction.

Manufacturer narrative:
Evaluation summary: as returned, the impactor post has fractured off the instrument. It is likely the fracture occurred due to high, repeated impaction forces. The design has been modified since the manufacture of this lot to change the material in order to reduce the occurrence of this type of failure. Evaluation: device history records indicate all components were manufactured and inspected to specification. As returned, the pin on the impactor has fractured at its base. The device had a potential field age of approximately 2 years at the time of failure.